Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, when the surgeon was drilling to the positive stop, when the stop was reached, the guide internally shattered and broke into two pieces. All pieces were retrieved and the case was completed by using a new ar-5025g.

Manufacturer narrative:
Complaint confirmed, the device broke in two pieces at the interface between the shaft and knurled component. The shaft was not returned. Cracks can be see inside the clear device returned. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.